Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femur at the bone to cement interface. Depuy cement was used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: examination of provided radiographs confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-u.

Event description:
Update 10-26-2017. Medical records reviewed. Primary operative notes (B)(6) 2013 indicate the patient received a left total knee replacement due to osteoarthritis of the left knee. Procedure was completed without complication noted by the surgeon. Office notes (B)(6) 2017 indicate the patient presents due to knee pain as well as a feeling of instability and popping. Revision notes (B)(6) 2017 indicate the patient received a left total knee revision arthroplasty with repair of extensor mechanism to the patella due to failed total knee arthroplasty with loosening of the femoral component. Upon entering the joint, the surgeon notes the patella itself was detached from the proximal portion of the extensor mechanism and attached on distally to the patellar tendon. The patella, aside from the distal pole, was completely loosened from the extensor mechanism and quadriceps tendon and some small remnants of the patella were noted proximally. Presumable were fractures that occurred. The patella component itself was not loose; there was evidence of necrosis of the bone around the superior pole of the patella. It would appear as though this may have been disrupted at some time during the original surgery. The tibial component appeared to be tight, no evidence of loosening. The femoral component revealed evidence of loosening with deep binding of the cement noted in its periphery. A moderate amount of synovitis was also noted and debrided. In an effort to preserve the patient patellar component, #5 fiberwire was passed through the drill holes and base of the peg holes and brought out through the extensor mechanism. Then the patellar component was cemented intro position. The sutures were then tied over the extensor mechanism with a wide soft tissue bridge and cut. The procedure was then completed without complication indicated by the surgeon. Updated 11-16-2017

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: update b5, h6 patient.